Event description:
It was reported that the 9800 system had no image or fluoro and drove to max technique with a ma, kv error. No patient was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The snubber board and batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.